Event description:
Additional information was received which indicated that the patient's device was found to be extruding in the neck area again. The patient underwent surgery to have their wound repaired.

Event description:
The neurosurgeon's office informed that a patient's lead was extruded. The patient was being taken back to surgery to determine if the extruded part could be re-implanted. It was noted that the patient may need to be referred to another neurosurgeon who is more experienced with complete lead revisions, if a lead revision was required. Multiple attempts were made to obtain information regarding the event, however no additional relevant information has been received to date. No other relevant information has been received to date.